Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during the implant procedure, the physician could not advance the stylet to tip of the lead and was unable to properly place the lead into the heart. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.